Event description:
During a lap cholecystectomy procedure, the device began dropping clips. The clips were retrieved using a grasper. The case was completed with a same lik device without pt consequences.